Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient had a skin reaction three days after the sensor was inserted in the abdomen. The patient developed a rash and redness extending beyond the patch perimeter. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. At an unspecified time, the patient consulted a health care provider who prescribed an unspecified oral antibiotic medication for the skin reaction. At the time of the report, the patient was doing fine after antibiotic treatment. No additional event or patient information is available.